Event description:
Customer's grandfather reported that the customer's blood glucose is high. The blood glucose reading is in 500 range and ketones. The infusion set has been changed. Customer treated and the blood glucose decreased to 240 mg/dl. Caller stated that the insulin ran out of the infusion set, the insulin pump under-delivered insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.